Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00534 and 00536. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a ruby coil entirely through the slim microcatheter. The ruby coil was removed and resheathed. The physician flushed the slim microcatheter and attempted to advance the same ruby coil. The physician was unable to advance the ruby coil through the slim microcatheter and was removed. The physician used a new ruby coil and the physician was unable to advance the ruby coil through the slim microcatheter. The ruby coil was removed and resheathed. The procedure successfully continued using another manufacturer's microcatheter, a pod8, and additional ruby coils. There was no report of an adverse effect on the patient.